Event description:
It was reported that a user of the ilet experienced recurrent overnight hypoglycemia with a documented low blood glucose of 63 mg/dl and approximately 30 minutes below range, after which the care team guided the user to add a higher overnight glucose target as a troubleshooting and education intervention. Symptoms included feeling spacey and disoriented. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included review of user-reported blood glucose information and provision of product-use guidance. Investigation of this case revealed no device malfunction reported and that symptoms improved after adjusting the glucose target schedule. It was concluded that the event was hypoglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.